Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating the device was explanted to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.

Event description:
It was reported that the device had reached elective replacement indicator (eri) and premature battery depletion was suspected. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6: interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined. The reported event of premature battery depletion could not be confirmed in the lab.

Event description:
Additional information was received indicating the device was replaced and the patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.